Manufacturer narrative:
B.5.medtronic received information that during use of a vital flow console instrument and a mc3 nautilus vitalflow (vf) bio-pump, it was reported that a patient who had been on vv ECMO (veno-venous extracorporeal membrane oxygenation) for 12 days experienced an error code 10 and a clotting issue in the centrifugal head, followed by a complete loss of flow. The issue worsened over time.the devices were replaced to complete the procedure. It was unknown if there was any impact to the patient. Medtronic received additional information that this patient had been on this circuit for over a month when the e10 error occurred and complete loss of flows happened. The sales rep also went with the bio-med team to run the console with water for an hour at varying levels of rpms and even max rpms to try to recreate the e10 error which did not occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the vf oxygenator was changed out due to patient needs and coagulopathies. The patient had been on the oxygenator for multiple days before switching to the smart oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had been on vv ECMO (veno-venous extracorporeal membrane oxygenation) for 12 days with the mc3 nautilus vitalflow (vf) bio-pump and vitalflow console experienced a clotting issue in the centrifugal head, and a complete loss of flow. An e10 error occurred on the vitalflow console. The issue worsened over time. The device was replaced to complete the procedure. It was unknown if there was any impact to the patient. Medtronic received additional information that the vf oxygenator had been changed out the prior week. It was changed out with a nautilus smart oxygenator. There was a complete circuit/console changeout. Medtronic received additional information that the original vitalflow oxygenator failed due to expected/appreciated ECMO side effects/complications. It was changed out with a nautilus smart which had screen/power failure.

Manufacturer narrative:
Device evaluation summary: the device was returned bloody with evidence of clots around the upper and lower pivot. Additional visual inspection shows evidence of damage to the upper pivot and the remains of a clot around the lower pivot after cleaning. The device was tested. The device was run on a bio console from 0-4000 rpm¿s, using fluid, a noise level greater than 70 db was recorded, specification is less than 68 db there was a flow of 7 lpm obtained. The device was not cut apart due to destructive analysis was not identified as permitted. Reason for return was confirmed for clots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: medtronic received information that during use of a vital flow console instrument and a mc3 nautilus vitalflow (vf) bio-pump, it was reported that a patient who had been on vv ECMO (veno-venous extracorporeal membrane oxygenation) for 12 days experienced an error code 10 and a clotting issue in the centrifugal head, followed by a complete loss of flow. The issue worsened over time. The devices were replaced to complete the procedure. It was unknown if there was any impact to the patient. Note: additional information was received on 22 january 2026, clarifying that error 10 occurred in conjunction with the clotting/flow issue submitted under report number 3011468686-2025-00121. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that a patient who had been on vv ECMO (veno-venous extracorporeal membrane oxygenation) for 12 days with the mc3 nautilus vitalflow (vf) bio-pump experienced a clotting issue in the centrifugal head, and a complete loss of flow. The issue worsened over time. The device was replaced to complete the procedure. It was unknown if there was any impact to the patient. Medtronic received additional information that the vf oxygenator had been changed out the prior week. It was changed out with a nautilus smart oxygenator. There was a complete circuit/console changeout. Medtronic received additional information that the original vitalflow oxygenator failed due to expected/appreciated ECMO side effect s/complications. It was changed out with a nautilus smart which had screen/power failure. Correction to b.2: no intervention was required. Correction to b.5: this event was corrected to address the flow issue. Error 10, which was submitted in the previous report, was captured in a separate file and reported under regulatory rep #3011468686-2025-00123. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.